Event description:
It was reported that during central processing, the 8mm monopolar curved scissors (mcs) instrument had damaged insulation. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the scratch marks/abrasions on the tube extension to be related to the customer reported complaint. The monopolar curved scissors instrument tube extension exhibited signs of scratch marks/abrasion on the tube extension, measured roughly 0.018" - 0.463". The root cause of the scratch marks/abrasions on the instrument tube extension is typically attributed to mishandling/ misuse, such as excessive contact with an abrasive or harsh surfaces during transport or reprocessing, or during tip cover installation/ removal. There was no conductor wire damage observed and the electrical continuity was tested and passed. A review of the instrument log for the monopolar curved scissors (470179-19/k142111080231) associated with this event has been performed. Per logs, the monopolar curved scissors instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 4 uses remaining after the last procedural use. A review of the site's complaint history does not show any additional complaints related to this product. No image or video of the last procedure was provided for review. This complaint is being reported due to the following conclusion: the mcs instrument reportedly had damaged portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.